Event description:
The consumer reported their thermometer was giving false positive readings on their infant. The infant was admitted to the hospital for 36 hours, and it was confirmed that she did not have a fever. The consumer states that the infant was put through several unnecessary medical test because of the false readings. There were no complications from this incident, and no adverse event occurred.